Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that one day after implant this right ventricular lead displayed pacing impedances of greater than 2000 ohms and high thresholds. The local boston scientific field representative discussed that the physician may not have inserted the terminal pin fully in the header. The patient underwent a revision procedure. The physician opened the pocket and inspected the connections. The rv lead pin was past the terminal block. A tug test was performed and the connection was determined to have been secure. Fluoroscopy was performed where it appeared that the lead was not in the same position as it was when it was implanted. The lead was tested through the psa and displayed a 2100 ohm measurement. A micro-dislodgement was then suspected to be the cause of the reported clinical observations. The lead was repositioned and placed further in the rv apex with good resulting numbers. Subsequently, the rv thresholds increased again. During a revision procedure for the ra lead, this rv lead was surgically abandoned and replaced. There were no adverse patient effects reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.